Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device also refer to adobe pdf (B)(4). Visual analysis of the returned sample revealed that unk - guide/compression/k-wires: trauma the k wire was stuck into the side hole of va-lcp-2-column drp2.4 volar r shaft 3ho, and no other issues were identified. The dimensional inspection was performed to measure the k wire thickness and was observed to be 1.40mm instead of 1.2mm which trace to the user error. Functional test cannot be performed since the device was received by itself, but the alleged complaint condition can be confirmed since the k-wire was stuck into the side hole however the misaligned condition cannot be confirmed since there no data supporting this alleged complaint condition. The observed condition of unk - guide/compression/k-wires: trauma in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications the overall complaint was confirmed for unk - guide/compression/k-wires: trauma. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawing reflecting the current and manufacture revision was reviewed. Dimensional inspection: thickness of the k- wire ¿ 1.4mm, device used: caliper ca122p, device history lot - DHR cannot be performed since lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guide/ compression/ k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery. During the surgery, the surgeon inserted the k-wire into the ulnar side hole of the plate through the guiding block. After that, the surgeon tried to remove the k-wire to correct the placement position of the plate, but k-wire could not be removed from the plate on the operative field (on the body). The surgery was completed successfully within 30minutes delay. No further information is available. This complaint involves two (2) devices. This report is for (1) unk -guide/ compression/k-wires. This report is 2 of 2 for (B)(4).